Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, ams (automatic mode switch) due to noise was noted on the atrial lead. The atrial lead remains implanted and the physician will continue to monitor the atrial lead. The patient was in stable condition.